Manufacturer narrative:
Concomitant medical products: product ID: 6947m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of a device change the atrial pin plug fell out of the new cardiac resynchronization therapy defibrillator (crt-d). The pin plug was reinserted. No patient complications have been reported as a result of this event.